Event description:
Patient reported that their lower left side teeth are too close together and upper alignment is off from lower teeth. Their bite does not feel right. Bite video requested and provided information on bite feeling off. A rest period has been initiated due to posterior open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.